Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative advised the patient's mother to closed out of all running applications and confirmed that the transmitter was not listed in bluetooth menu. Dexcom representative advised the patient's mother to try another transmitter. No additional patient or event information is available.